Manufacturer narrative:
Per the clinic, the patient underwent revision surgery (B)(6) 2016 to place an internal magnet. The implanted device remains. This report is filed july 8, 2016.

Manufacturer narrative:
This report is filed, march 16, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. On (B)(6) 2015 excess tissue was excised from the site. Subsequently on (B)(6) 2015, the abutment was removed. The implanted device remains.